Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, cubie was not detected on the communication bus. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, february 07, 2011, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer cubie was not detected on bus. A field service engineer (fse) found that the main legacy full height drawer 4, pocket a1, failed to open. The row board cable and flex cable on drawer 4 were reseated, after which the customer was able to resolve the pocket failure and successfully complete the inventory process. Functionality was verified by the customer and confirmed to be successful. The system functioned as intended after the field service engineer repaired the device.